Event description:
A caller reported a malfunction on a pump, identified by the malfunction code malf 12, shortly requiring a reset. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump while monitoring for any future issues.